Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported there are vertical lines on the screen of the blood glucose monitoring device. Patient stated misinterpretation is possible; at least the figure after the decimal point. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.